Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed "system booting, please wait." And was unresponsive to prompts from the user. Restarting the imaging system resolved the reported issue. The surgeon completed the procedure with the use of the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: reported as spinal fusion procedure, however, procedure type was unavailable from the site. Correction: device manufacturing date now provided. Multiple attempts have been made to retrieve logs for software analysis with no additional information made available.